Manufacturer narrative:
The investigation determined that lower than expected vitros tsh quality control results were obtained. The root cause for the event could not be determined. There was no evidence to suggest that the vitros eci system had malfunctioned.

Event description:
The customer obtained lower than expected vitros tsh quality control results (total thyroid control = (B)(6), and (B)(6) vs. The expected mean result of (B)(6)) while using the vitros eci immunodiagnostic system. Some lower than expected tsh patient results were suspected to have occurred, however, no affected patient results were reported to a physician. There was no report of patient harm as a result of this event. This report is number one of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).